Event description:
It was reported that the ilet displayed ¿connect cgm or enter bg, dosing stopped soon¿ while paired with a dexcom g7, consistent with cgm signal loss and impending automated dosing suspension; the user was guided to verify cgm data, toggle between dexcom g6 and g7, reenter the pairing code, confirm connection in the ilet app, and restart both the ilet and the phone, then wait for reconnection. Symptoms included no reported clinical effects. Outcomes included no impact beyond temporary interruption of automated dosing. Investigation included user-led troubleshooting and education by support. Investigation of this case revealed that the device and app re-pairing steps were completed and the user awaited sensor reconnection, suggesting a transient communication issue. It was concluded that the event was consistent with cgm communication interruption leading to a dosing-stop warning, with restoration expected after reconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.